Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that glucose qc was not within range. The tsc specialist reviewed the instrument data and found that patients were run while qc was out due to acceptance of a bad calibration. The tsc instructed the customer to align sample 1 and reagent 1 probes and replace the chem 1 calibrator. Qc and calibrations were run, resulting within range. The cause of the discordant, falsely low glucose results is a user error. According to the dimension vista system operator's guide: "if configured criteria fails, for example slope, intercept or percent deviation, rerun calibration with new calibrators. If failures continue, contact the local siemens technical solutions center." The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose results were obtained on three patient samples on a dimension vista 500 instrument while quality controls (qc) were out of range. Two of the three discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose results.